Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a lack of therapy. It was believed that the patient may be scheduled for a revision. It was later reported that the catheter had a micro-tear. The pump had run empty for 3 weeks. The pump was filled. It was noted that the patient was relatively new to the clinic and over the past 3 months he had a return of pain symptoms. One month ago a roller and dye study was performed. The roller study was negative and there were no pump alarms. The catheter access port (cap) dye study showed a small leak in the catheter. The healthcare provider (hcp) was weaning the patient off the pump and planning on doing a revision. Due to a pain stim device that the patient had implanted, the hcp was not sure if they would be able to fix or replace the catheter or it may need to be explanted. The device system was used to deliver hydromorphone.